Event description:
It was reported following a revision for pain at the ipg site (manufacturer report number 3006705815-2022-00232) the ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.